Manufacturer narrative:
(B)(4). D6a. Implant date: unknown date in 2009. D10: kinectiv modular neck g1, item: 00784802301, lot: 61068309. F/m acet shell 62mmod cluster, item: 00620006222, lot: 61137273. Femoral head 0 x 40mm dia, item: 00801804002, lot: 61067665. Mod ml taper fem st 15, item: 00771301500, lot: 60958667. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 17 years post implantation due to disintegration and implant wear. It was noted that the neck of the trunnion disintegrated, the femoral head fell off, resulting in massive wear. The wear on the rest of the implants resulted in a full revision instead of just a liner and kinectiv neck revision. It was confirmed that no further information could be provided.